Manufacturer narrative:
Additional information was added: device manufactured between may 28, 2019 to may 30, 2019. Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and it was noted that there was leak at the spike port cap of the spike port of sample 1 and a leak from the fill port weld of sample 2. The reported condition was verified. The cause of the leak at the spike port cap was likely due to inadequate or lack of cyclohexanone being applied to the spike port cap when it was inserted to the spike port tubing during the manufacturing process of the bag. The most likely cause of the fill port weld defect causing the leak to occur was due to the variation in the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Medwatch number: mw5093516. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked one from the middle port and the other from the pump port. The leaks were discovered after compounding drug; however, before patient use. There was no patient involvement. No additional information is available.